Event description:
On (B)(6) 2010 patient reported the down button is responding intermittently since last week. Patient stated today the down button is not responding and she has to bolus by using the standard bolus option. Patient reported the button does not remain flat when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.